Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted three days later, due to inadequate vaulting. The lens was not exchanged for another icl.

Manufacturer narrative:
Secondary surgery - inadequate.